Event description:
It was reported that the tandem mobi pump battery would not charge, with an unstable or unrecognized charging connection. There was no adverse impact to the customer's blood glucose level. The customer was using all recommended tandem charging accessories, but the issue persisted. As a result, a replacement set of tandem charging supplies was sent via two-day shipping, and the customer was advised to rely on manual injections if the pump battery depleted before receiving the new supplies.